Event description:
The device is currently back in circulation at the hospital. It was never sent back to us for investigation. Per hospital biomed, the incident actually occurred in 2004 (not 2005 as stated on the report). Hospital biomed checked the pump in 2004a and no fault was found with the device. Error codes noted. Since we did not have the opportunity to investigate the device, we cannot provide any further information.

Event description:
There was no alarm sound, scrolling communication error and red light was flashing. Follow up reveals: the manufacturer has been notified and they are interested in pulling the pumps from service for evaluation once loaners can be located. Error codes: none. Ran pm checks, passed all, updated platen assembly.